Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The warnings portion of the device instructions for use state, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in the destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that procedural factors have impacted on the event as reported. It was reported that the patient information is not available. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that they had the sheath of a zipwire about 2cm break off in the perc patient today. Additional information: dr. Said the coating sheared off the wire as he pulled the wire back through the 18g 20cm pcnl access needle. He was unable to retrieve the coating and it remains inside the patient. He completed the case using another zipwire. There is no plan to retrieve the piece from the patient. The patient's condition was reported to be fine.